Event description:
It was reported that a large volume infusor had particulate matter inside the line. The issue was noticed post compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between august 11-12, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and a dark brown particle was noted, embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Fragment of burnt pvc (dark brown particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line and burnt pvc is a byproduct of the tubing material. The reported condition was verified. The cause of the condition could not be determined. However, the particulate matter (pm) was not in the fluid path and is unlikely to cause harm; this issue does not impact the sterile pathway as pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.